Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 62mg/dl. It was stated that the customer was experiencing unexplained low glucose. It was stated that the husband found his wife on the floor, and her glucose level was 68 mg/dl. While the caller was getting a snack, his wife passed out, and her glucose level dropped to 50 mg/dl. The paramedics were called, and by the time they arrived, the customer's glucose went down to 43 mg/dl. The customer was treated with glucose tablets, and her glucose level continued to drop. Then the paramedics treated her with an insulin drip, and her glucose level came back to 150 mg/dl. It was stated that while eating dinner, her glucose level started to drop again. No further info was provided.